Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v471213 implanted: (B)(6) 2010 explanted: product type lead medtronic, inc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had stimulation in the wrong location and uncomfortable stimulation. The patient didn't use stimulation all the time as it hurt them, so they had to turn it down or would just turn it off. In the last 3 years, the patient started to feel stimulation and didn't feel it initially. The patient had to adjust stimulation lower as it was hurting, so they started to use stimulation intermittently. About 6 months ago, the patient experienced a back injury while they were trying to catch a window air conditioner and it jerked them back. The patient's tailbone was locking and they used a therapy ball to break it up and it was in the same area. The patient had pain once in their uterus, another time in their intestinal tract, and it hurt sometimes when the patient was sleeping since 6 months ago in (B)(6) 2015. It also felt like a wire was around the patient's urinary area. The patient's therapy was on. The patient was going to see their health care provider (hcp). The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.